Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external abrasion proximal to the suture sleeve tie impressions at 17.8cm to 19.0cm from the connector pin caused by friction to the device can, breaching the right ventricular lumen with an abrasion noted to one of the right ventricular etfe cable coating.

Event description:
The report is to advice of an event observed during analysis.